Event description:
(B)(6) MDR - the patient had two episodes of atrial fibrillation of less than 10 seconds each, which was detected by home monitoring. The patient had no symptoms. Update: on (B)(6) 2015 home monitoring noted the patient was experiencing confounding atrial fibrillation with ventricular fibrillation. The clinical called the patient to try and set up an appointment to come in for a device follow-up, but they had learned that patient had died. Further details of this incident are unknown.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.